Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Plaintiffs preliminary disclosure (ppd) forms and implant stickers received which identified patient is bilateral, part/lot information, date of implant and date of birth. There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges after the implant of the device, pt experienced severe pain and discomfort, exhibited the symptoms of a loose implant and, based on info and belief, has suffered a loss of muscle mass. It is further alleged pt cannot ambulate without assistance and has suffered and will continue to suffer damages, including, but not limited to past, present, and future pain and suffering, disability, disfigurement, expenses for medical, hospital, monitoring, rehabilitative and pharmaceutical costs.